Event description:
It was reported that during an implant procedure, tha atrial lead was attempted and not implanted. The lead exhibited no capture and no sensing. The lead was explanted and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).